Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 369 mg/dl. The customer stated that she replaced the battery, but this did not resolve the issue. She stated that the insulin pump did not show signs of physical damage, and it had not been dropped or bumped. She stated that the insulin pump had been exposed to moisture about a year prior to the call. She did not observe any damage or corrosion at the battery cap, battery compartment, or spring. She stated that the display did not return upon a battery replacement or the cleaning of the battery cap contacts. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.